Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events h3 other text : evaluation findings are in section h11.

Event description:
It was reported whilst flushing the PICC line prior to insertion, the vascular access team found that the saline would leak back out of the rubber bung that secures the stylet wire. It has not hindered the placement of the lines, which has otherwise proceeded with no issues. It was reported this occurred with six devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported whilst flushing the PICC line prior to insertion, the vascular access team found that the saline would leak back out of the rubber bung that secures the stylet wire. It has not hindered the placement of the lines, which has otherwise proceeded with no issues. It was reported this occurred with six devices. This report addresses the first device.